Event description:
It was reported the extension was removed from the cardboard box and the proximal end of the extension was seen to be protruding from the inner casing. There had been a risk of the product being unsterilized due to the product being opened. The product was not used.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found that the packaging inner lid loosened allowing component movement. The inner lid was loose, allowing the extension to move and become lodged in between the lid and tray.

Manufacturer narrative:
(B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).